Event description:
A cartridge alarm was reported by the caller, impacting blood glucose levels with a value displayed as "high." The customer responded by administering a correction bolus using the pump, and there was no assistance required from a third party. Technical support resolved the issue by confirming the need for a pump replacement, instructing the customer on shipping procedures, and ensuring a replacement pump was sent promptly.